Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use a bd vacutainer® winged safety push button blood collection set malfunctioned as ¿the needle failed to retract.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Bd received a used sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for a partially retracted IV needle with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues relating to the IV needle retracting was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer sample, the customer¿s indicated failure mode for a partially retracted IV needle with the incident lot was observed. Retains samples that were reviewed showed no issues. Based on the investigation, a root cause could not be determined. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.